Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A health professional reported that while treating a patient's right eye, the eye tracker stopped working. The last 3% of ablation was not performed. Procedure was not able to be completed. Upon follow up, patient's final results are pending stable retraction. It is unknown at this time whether a retreatment will need to be done in the future.

Manufacturer narrative:
Log file review for the reported day shows that all started treatments were completed to 100% and all laser system functions were within specifications at this day. Therefore, the logfiles could not confirm the reported error. The system history shows that the laser was verified successfully prior to and after both above days of event. No technical root cause was identified as the product was found to be within specifications. The root cause cannot be determined conclusively. (B)(4).